Manufacturer narrative:
Added g3/g4, h1/h2, h6.

Event description:
On (B)(6) 2025, the customer reported the following to gore: on (B)(6) 2022, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® aaa endoprostheses. On (B)(6) 2022, the patient underwent another endovascular procedure to address a leak utilizing the gore® excluder® iliac branch endoprosthesis and the gore® viabahn® vbx balloon expandable endoprosthesis. Additional information was requested but is not available.

Manufacturer narrative:
As it is unknown which device is directly implicated in this event, the following device (same device family) will also be included in this report: catalog #plc271400/ serial #(B)(6)/ UDI #(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.